Event description:
Customer alleges device would not power on during daily test, no reported pt involvement. Svc rep could not duplicate reported condition. Proper operation of the device was confirmed.